Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Consumer reported false positive sars result. The symptomatic status of the consumer was unknown. It is unknown if the result was confirmed. Confirmation method(s) not provided. The consumer also communicated an additional events which is captured on a separate report.